Event description:
Boston scientific crm received information that the patient's daughter was concerned because when she visits the patient regularly every other month in (B)(6), she finds him with bruises on his knees and sometimes he is on the floor. The patient lives in a nursing home and when the patient's daughter calls every day she is told by the care staff that sometimes they find him on the floor on his hands and knees and the staff does not know how the patient got there. It was reported that the patient's blood pressure is low, similar to before he had his pacemaker implanted. The pacemaker has not been checked in a couple of years and the patient's daughter will look into having the device checked. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.